Event description:
A healthcare worker complained of a burning sensation and skin discoloration on the hand upon removal of a load from a completed cycle. The worker went to employee health and did not receive medical treatment. The symptoms resolved within 24 hours.